Event description:
Two rc5 titanium anchors broke at the eyelets during rotator cuff surgery. Both anchors were removed by the surgeon with a delay of approximately 1/2 hour. Surgery was successfully completed using a third anchor. The surgical technician stated that the patient was young with very hard bone, and could not confirm that the surgeon used the two finger ao technique as stated in the instructions for use.